Event description:
The patient underwent a laparoscopic supracervical hysterectomy approximately four years ago. The patient was complaining of pain in her back and pelvis. Last year, a CT-scan revealed a 4.5 mm plastic tube in her pelvis. Recently, the patient underwent a diagnostic laparoscopy during which the 4.5 mm piece of plastic tubing was removed. This was identified as the tip of the humi uterine manipulator that is inserted into the uterus during a superficial hysterectomy.